Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed there was a loud scraping from gantry during rotor rotation. The detector louver cover was broken and there was a drape in the rotor. Drape chunks and the damaged louver cover were removed and the system was tested. The system is fully functional at this time. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure a gantry cover normally used for a c-arm was left over the lower louvre on the imaging system. The door was closed before taking a spin, damaging the cover. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect louver cover was returned to the manufacturer for evaluation. The reported issue of damage to the cover could not be confirmed as no issues were found with the cover. The part passed visual inspection. The damage was to the louver cover hinge that is attached to the cover. The hinge is broken, snapped in half, but there is no damage to the cover. As the hinge was broken in half, it failed visual inspection and the reported issue was confirmed.